Manufacturer narrative:
The customers report of a system error was not confirmed. Physical inspection showed no issues with the device. Analysis of the pcu event, error, and battery logs showed no errors on the reported day of the event. No alarms or malfunctions were replicated after approximately 80 hours of test time. The root cause of the customers report of a system error was not identified.

Event description:
The customer reported that during a power outage the pc unit alarmed for system error and was observed to be blinking red (not green). The alarm was only able to be silenced by turning off the system and restarting and reprogramming the infusions. The restore function was not available and each channel had to be reprogrammed. There is vague anecdotal information that the patient had transient vital sign changes during reprogramming of the modules, however no patient harm was reported to have occurred as a result of the event, and no other details were provided.